Event description:
The manufacturer received information alleging a low circuit leak alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, however the error log was checked and alarm code related to a low circuit leak was observed. The device's sensor board was replaced to address the issue.